Event description:
It was reported that on (B)(6) 2024, angioplasty was to be performed on the proximal left anterior descending (lad) artery. A 014 hi-torque balance middleweight guide wire was advanced to capture a migrated unspecified stent. Resistance was noted due to the anatomy and severe angulation occurred. The guidewire became damaged and removed from the patient. The migrated stent was not retrieved and still remained in the patient. On (B)(6) 2024, the patient returned for an ultrasound (arterial doppler) of the left upper limb to check ulnar patency and the migrated stent. However, the distal tip of the guidewire was observed traveling to the upper third of the humeral artery without hemodynamic consequences. On (B)(6) 2024, the patient underwent an intervention procedure. An ablation was performed to attempt capturing the detached guidewire tip radially. However, this was unsuccessful. Another intervention procedure is scheduled for a later date. No other information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, treatment, and patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire encountered difficult during advancement due to interaction with the patient¿s challenging anatomy. Manipulation of the guide wire, when resistance was met, likely contributed to the reported material deformation and subsequent material separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a.